Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy, the stapler, with white reload, unknown firing, was fired across the base of the appendix and half of the load wouldn't release. The doctor was able to remove the stapler from tissue and used a powered 45 mm stapler to complete the procedure. There were no patient consequences reported.